Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the damaged blue fiber cable (bfc) connector. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding bfc connector damaged was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they faced an issue with the blue fiber cable (bfc) connector while docking the patient cart. Caller stated that the bfc connector has been ripped off. The caller stated that they did not have a spare and they had to convert to laparoscopy. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.